Event description:
This event was reported as valve explanted after 7 months implant duration due to recurrent endocarditis with prosthetic valve vegetation, and congestive heart failure. Operative report notes pt had pseudomonas tricuspid endocarditis prior to this valve being implanted. After implant of this valve, pt was diagnosed with same organism cultured, 7 months later. No further info was provided.